Event description:
It was reported that during a laparoscopic gastric bypass procedure, when placing first staple into omentum (normal step to close omentum in this procedure), something broke in the device and the device handle broke internally. The surgeon opened another device, this worked fine. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.